Event description:
The customer reported that the table on the system would not move. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The table leg extension was reseated. The system was tested and operates as intended.